Event description:
It was reported that a pt sustained a burn, resulting in a blister on her left arm near the elbow, the pt was being scanned on the left shoulder using an hdxt mr system. The pt was positioned head first with her arms at the sides, and she is under the care of a physician. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Mfg date is not available.